Event description:
Received information that device a, which is on this complaint, is actually for a different complaint.

Manufacturer narrative:
(B)(4). Received information that device a, which is on this complaint, is actually for a different complaint.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device a was received in good physical condition. The instrument was visually inspected and the electrode was found in good physical condition and properly bonded to the ceramic. The device was tested with a generator and the device performed as required during testing. The energy output delivered from the device was verified. The cutting of the test media performed as expected. The device b was received with one electrode leg loose. The ceramic is not damaged and is securely bonded to the bottom jaw. Testing found a short on the device when the jaws are fully or partially closed. The device was visually inspected and the proximal end of the leg of the electrode opposite to the active rod is not properly seated onto the ceramic and is touching the lower jaw wall. The electrode to jaw contact creates an electrical short and the replace device warning preventing rf power delivery from the generator. This could have affected the sealing performance of the device. It is possible that a lack of adhesive along the surface of the ceramic could lead to adhesion failure. A review of the dvd shows that the jaws were not cleaned until 1+ hour into the procedure. It is possible that the device was not sensing tissue impedance due to excessive tissue on the jaws. Removing accumulation of tissue: clean the jaws of the enseal device as needed to remove accumulation of tissue. To clean, submerge in saline solution and wipe dry.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the surgeon experienced issues with enseal. In the beginning of the case /usage the product worked fine. A while into the case the instrument's coagulation capability started to decrease, eventually resulting in a cold cut. After close observation it was seen (at least on one instrument) that one of the electrodes (lower jaw) started to separate from the instrument. It is unclear how the procedure was completed. There were no adverse consequences for the patient.